Event description:
As reported, the deployment button of a 7f exoseal vascular closure device (vcd)could not be pressed down, and the plug failed to release properly. There was no reported patient injury. The device was used in a carotid stent placement surgery. The device was not attempted to be deployed outside of the patient. The operator was trained in the device, and the exoseal vcd was used in an interventional procedure. The device was stored and prepped according to the instructions for use. The procedure was completed using manual compression after withdrawal of the exoseal. Pulsatile flow was observed from the bleed-back indicator, and a retrograde approach was used. There were no visible signs of device or package damage prior to use. A 7f non-cordis sheath was used, and the femoral artery¿s suitability, including insertion angle and vessel diameter, was verified. There was no visible calcium or plaque at the puncture site, no nearby stent, and no stenosis greater than 50%. The target femoral site had not been previously closed with any closure device or manual compression within the prior 30 days. There was no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow slowed or stopped and the indicator window changed to solid black. When button depression was attempted, the button could not be depressed at all. At that time, the indicator window was showing solid black, and no red color was observed during retraction. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, d10, g3, g6, h1, h2, h3 and h6. As reported, the deployment button of a 7f exoseal vascular closure device (vcd)could not be pressed down, and the plug failed to release properly. There was no reported patient injury. The device was used in a carotid stent placement surgery. The device was not attempted to be deployed outside of the patient. The operator was trained in the device, and the exoseal vcd was used in an interventional procedure. The device was stored and prepped according to the instructions for use. The procedure was completed using manual compression after withdrawal of the exoseal. Pulsatile flow was observed from the bleed-back indicator, and a retrograde approach was used. There were no visible signs of device or package damage prior to use. A 7f non-cordis sheath was used, and the femoral artery¿s suitability, including insertion angle and vessel diameter, was verified. There was no visible calcium or plaque at the puncture site, no nearby stent, and no stenosis greater than 50%. The target femoral site had not been previously closed with any closure device or manual compression within the prior 30 days. There was no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow slowed or stopped and the indicator window changed to solid black. When button depression was attempted, the button could not be depressed at all. At that time, the indicator window was showing solid black, and no red color was observed during retraction. One non-sterile exoseal vascular closure device (7f), involved in the reported complaint, was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in the manufacturing position, and the indicator wire was found deployed. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was in the black/white position. During this visual analysis, no additional anomalies were reported. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window. The deployment lever was then fully depressed, resulting in the retraction of the indicator wire and the expected deployment of the plug. Additionally, the indicator window transitioned to the black, white, and red position as intended. A high magnification evaluation was executed to assess the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device since the device was successfully deployed with full lever depression during the functional analysis. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the deployment button of a 7f exoseal vascular closure device (vcd)could not be pressed down, and the plug failed to release properly. There was no reported patient injury. The device was used in a carotid stent placement surgery. Additional information was requested but not provided. The device will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.